Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013 at 2:00 p. M. The patient manages his diabetes with insulin (unknown type and dosage). On (B)(6) 2013 at 2:41 p. M., the patient stated he tested his blood glucose on another device (unknown type) and obtained a result of ¿237 mg/dl¿. On (B)(6) 2013 at 3:00 p. M., the patient stated he self-treated with 1 unit of ¿peidra¿ insulin in response to the alleged issue. The patient denied developing any symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.